Manufacturer narrative:
Pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked battery tube thread and cracked display window corner noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to push and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.